Event description:
It was reported that the insulin gauge was inaccurate. Customer's blood glucose level was a value displayed as "high," however, a specific value was not provided. A manual injection of insulin was administered to treat bg level. Reportedly, the customer did not perform the air removal process prior to loading the cartridge. Customer loaded a new cartridge to resolve the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Use error - per tandem user guide: the tandem pump user guide instructs the user to remove any residual air from the cartridge.